Event description:
Additional information was received from a manufacturer representative. It was reported that revision of the system was completed on 2019-may-06. Upon opening the pump pocket, it was apparent that the patient had been flipping her pump, as the catheter was twisted in a complete knot and broken off at the sutureless connector and the pump sutures in the pocket had all been broken. The pump segment catheter was replaced from spine to pump pocket. The original spinal segment was still anchored and intact and patent. The patient's new lioresal dose was set at 500mcg/ml at 150mcg/day. There were no further complications reported at this time.

Manufacturer narrative:
H6 - device code c62917 no longer applies. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative. It was reported that the patient was currently working through scheduling with the physician to get it correct (as of (B)(6) 2019). Nothing was set yet and it was still unresolved. There were no further complications reported at this time.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial #: (B)(4), implanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 27-apr-2019, UDI #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient who was receiving lioresal 500 mcg; 200 mcg via an implantable pump. Indication for use was intractable spasticity. The date of the event was approximately (B)(6) 2019 (early after implant). It was reported the patient underwent bowel surgery at the medical center approximately (B)(6) 2019. The patient was hospitalized due to complications and came due for their first refill. The hcp went to fill the pump on (B)(6) 2019; however, found the pump was flipped. The hcp manually flipped the pump and filled it. The pump had never really been helping since implant in (B)(6). The hcp was concerned about the catheter and performed a dye study on (B)(6) 2019. The dye study was unsuccessful. The physician could not access the catheter access port (cap). It was noted on fluoroscopy the pump had flipped again. The pump had never done much for the patent during initial titration. The patient will undergo pocket revision to stabilize and correct the catheter if there is a problem. The issue was not resolved. Patient status was alive - no injury. Patient weight was (B)(6). Medical history was spinal cord injury. No further complications were reported.